Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary orthopedic surgery on a canine, it was discovered that the sagittal saw attachment device was not working. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the device passed all operational specifications. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the turning knob and coupling-pin were corroded. The assignable root cause was determined to be due to due to improper cleaning, which is user misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.